Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation faradrive sheath was used. Upon removing the non-boston scientific mapping catheter from the left atrium (la) an attempt was made to aspirate the sheath from the flush port. The flush port had bubbles in it and would not aspirate when the physician attempted with a syringe. Another syringe was used, and the handle was tapped while pulling the syringe plunger back, but this did not resolve the issue. The sheath was replaced, and procedure was completed without patient complications. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. During preparation for leak performance testing, an attempt to flush the sheath with deionized water discovered a leak from within the handle cap. Due to this leak, the sheath could not be completely purged of air and could not be properly tested. Microscopic inspection also revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Inspection of the hemostatic valves did not find any abnormalities linked to a potential contribution to the allegation. The reported clinical observations were confirmed by the analysis results.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation faradrive sheath was used. Upon removing the non-boston scientific mapping catheter from the left atrium (la) an attempt was made to aspirate the sheath from the flush port. The flush port had bubbles in it and would not aspirate when the physician attempted with a syringe. Another syringe was used, and the handle was tapped while pulling the syringe plunger back, but this did not resolve the issue. The sheath was replaced, and procedure was completed without patient complications. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.